Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection when the pocket opened up after a hematoma was formed. The system was explanted. There were no immediate complications to the patient.